Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. Milky white opacification and bulging were noted on one of the extension legs near the bifurcation area. Therefore, the investigation is confirmed for the reported catheter opacification, deformation and identified stretch, and material protrusion issues. However, the investigation is inconclusive for the reported restricted flow rate issue as the photo evidence provided is not sufficient to confirm reported low flow rate. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device) h11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four weeks post a dialysis catheter placement, the catheter was allegedly emulsified and could not be dialyzed normally. It was further reported that the flow rate was allegedly affected. Furthermore, the catheter deformation allegedly caused changes in the lumen, which reduced the flow rate and cannot meet normal dialysis needs. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four weeks post a dialysis catheter placement, the catheter was allegedly emulsified and could not be dialyzed normally. Reportedly, the catheter was removed and replaced there was no reported patient injury.